Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited infection with sepsis. A revision was performed and the ICD was explanted. There were no adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against the device was not confirmed. The device was analyzed, passed all the baseline tests and exhibited normal device functions.